Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. The guide wire returned inside the hoop. The distal tip of the guide wire is unraveled; the core wire is measures approximately 260 cm from the proximal end, it means the core wire was detached from the ball weld. The outer diameter of the middle of the device and proximal section were within specification; however, the overall length and the distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. During preparation of a 035/260/1 (bx/5) amplatz super stiff¿ guide wire, it was noted that the guide wire tip had totally stripped after the wire had been flushed and removed from its casing. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire tip detachment occurred. During preparation of a 035/260/1 (bx/5) amplatz super stiff¿ guide wire, it was noted that the guide wire tip had totally stripped after the wire had been flushed and removed from its casing. No patient complications were reported.